Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in impella IFU: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The us complainant reported a patient on impella 5.5 support was undergoing a coronary artery bypass grafting procedure. During procedure, the patient coded, with rhythm going into ventricular tachycardia (vt)/ ventricular fibrillation (vf), 2 shocks before return of spontaneous circulation (rosc) was achieved. The patient continued to have runs of bleeding time overnight until dobutamine was held. The pump was explanted via surgical wound closure.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation and tachycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ventricular fibrillation and tachycardia could not be determined.